Event description:
During a coronary stent procedure, the physician was attempting to primary stent lesions that were distal to an ectatic area. He was able to cross the first lesion, hower he was unable to cross the second lesion. Difficulty was experienced during removal, he was unable to advance or retract the delivery/stent device. After much manipulation he was able to retract back as far as the guide catheter and was going to remove the entire system when the stent dislodged in the iliac artery. The stent was retrieved with a snare. The physician then pre dilated the lesion and successfully placed an express2 stent. Pt status is listed as "okay".